Event description:
Procedure type: unknown. According to the reporter: the device misfired several clips and cut through the patient's artery. The surgeon grasped the artery with a grasper to avoid excessive blood loss (there was no significant additional blood loss) and used a new device. The device jammed open and would not come out through port. The port came out with the device. There was no significant increase in or time.